Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. One device was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found the silicone sleeve is damaged at the strain relief carrier. No tpe damage found. The reported condition was confirmed. The investigation found the catheter calibrated and passed thermal, but sensor #5 is unstable when manual pressure is applied. All impedance sensors have signal and are functional in saline solution. The pico scope data shows all sensors are functional. The investigation found the most probable cause to be the silicone sleeve damage. The probable root cause was found to be user damage. The failure identified within the complaint file does not result in potential harm to the patient therefore entry into the risk management file is not required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was stuck on the patient¿s nose. The customer then advanced about another half inch to loosen the catheter twice, but it was still caught. The customer rotated the catheter by rolling a finger on the catheter cord and then the customer had patient take two sips of water and advance by another one and half inches. The customer had the gloved tip of pinky going up into the nostril to keep it raised and then had the patient blow and the customer removed the tube at the same time. The patient experienced frank bleeding. Pressure was applied on the patient¿s nose bridge and the customer had the patient lay back and relax. After few minutes the bleeding stopped. The customer had the patient stay for another 10 minutes and the customer had the patient blow and spit and there was no more blood. It was confirmed that there was no significant harm to the patient and no user harm. The customer also noted that the catheter was damaged as the catheter did not have enough coating over the sensors. The customer stated that the catheter worked correctly during the previous procedure.